Event description:
Baxter failure investigation lab conducted the 8 psi underwater testing for 10 seconds and there was no leakage noted. The lab confirmed the spike of the transfer set was completely broken from the foot of the transfer set.